Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt stated they were meeting with their mdt cs for some adjustments to their programmed therapy settings. Pt described being electrocuted from their waist down all the time with a zapping sensation in their right leg, all the way down to the thigh <(>&<)> calf. Pt commented they'd been reading they should get some relief w/ the spinal cord stimulation (scs saying they are just as bad as before they were implanted w/ no pain relief at all. Pt claimed they just want to play with their granddaughter or be able to walk through the grocery store but they can't even do that saying they haven't been able to test this theory b/c either the equipment wasn't working or would charge. Pt remarked the only thing they could do now pain free that they couldn't do before getting scs was to hold their right leg straight out from their body, whereas it would ve killed them before to do that. Pt added they had read where people had said the scs had given them their life back. Pt exclaimed it hadn't given them their life back at all but rather made life worse because before scs they only had to deal with pain where now they have the implanted device that stops them from living a full life b/c they are having to change electrical outlets all the time so they can be charged. Pt indicated they were part of a facebook scs support group with pt who have different manufacture's devices but all dealing with the same devil so to speak, who are having their systems removed after 2, 5 10 years. However, they knew someone else who had a scs whose biggest issue was remembering to sit and charge. Pt explained they'd been a victim of medical gas lightening b/c they were never told they weren't a surgical candidate and they're not a pain pill / opioid seeker. Pt denied having a f/u hcp so pss emailed pt physician listings for scs pain management. Rep reported; the patient called rep today to say she received her replacement product. At this time she mentioned she was being ¿el ectrocuted¿ after further discussion, rep suggested reprogramming as rep believes she has her intensity to high. This was the first time she has mentioned this issue. Pt was last seen on (B)(6) 2023 for reprogramming. She has been scheduled twice since 1/18 for reprogramming to address the lack of pain relief. She has no-showed both those appointments. She has an appointment in 3/10/23 @ 1pm; however, rep offered to see her today or anytime this week. Rep plans on re-educating wendy on the charging process, reprogramming.